Event description:
It was reported that that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and reviewed x-ray imaging of this patient but could not provide clarification on what is being observed. Data review showed a decrease in signal amplitud and a drop of impedance measurements below 300 ohms for this rv lead. Ts suggested to perform further imaging for this patient. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) was consulted and reviewed x-ray imaging of this patient but could not provide clarification on what is being observed. Data review showed a decrease in signal amplitud and a drop of impedance measurements below 300 ohms for this rv lead. Ts suggested to perform further imaging for this patient. No adverse patient effects were reported. This rv lead remains in service. Additional information was received indicating that this rv lead has been explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.